Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that door 2 clicked when it was opened. The field service engineer (fse) shut down the station, opened the panel, and removed the connector from the micro switches. The fse cleaned and greased the micro switches, replaced the connector, locked the panel, and rebooted the station. After rebooting, the fse confirmed that the door recovered and was functioning properly. All doors then passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 2 failed to open and produced a clicking sound. The customer attempted troubleshooting by rebooting the station and recovering the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.